Event description:
Had polypropylene mesh for right inguinal hernia in (B)(6) 1996. Have had numerous problems since the surgery, but never thought the mesh was my problem. I was diagnosed with ms in (B)(6) 2012. At about the same time, I thought I had a hernia. Also on the medical records, it says prolene, vicryl. But hospital tells me that the "sticker" with the MFR and lot number "were printed on the back of the page." Extremely frustrating, as mesh is known to cause auto-immune diseases... Not happy! It is either bard-davol, or ethicon.